Event description:
It was reported that when the xpert was removed from the packaging, the sheath was noted to be slightly pulled back, partially exposing the stent. There was no patient involvement. The device was not used. There was no reported resistance removing the device from the packaging. There was no clinically significant delay in procedure as a new xpert was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.